Manufacturer narrative:
(B)(4). Date sent: 5/2/2024; d4: batch # 829c46. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the one pcee45a device was returned with no apparent damage, and with a gst60w reload loaded on the device with the closing trigger and anvil in the closed position, and the knife was noted as partially advanced. One gst60w reload was loaded in the device. The reload was received fully fired with the reload deck damaged and a clip stuck. During functional testing the knife would not advance or retract, the device was disassembled, and a piece of metal was found lodged behind the knife, resulting in the firing mechanisms jamming. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No functional test was performed due to the condition of the device. No conclusion could be reached as to what may have caused the pcb board to be damaged. The damage to the reload is consistent with the device being clamped over a hard object. It is possible that jammed knife was noted due to improper handling. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 829c46, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/11/2024. D4: batch # unk. Device evaluation anticipated, but not yet begun. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a liver transplant procedure that the device stopped firing midway on a vessel. Reverse and manual override were attempted but neither would open the device. Unknown as to how the procedure was continued. There were no adverse consequences for the patient.